Manufacturer narrative:
(B)(4) . The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted into the buttocks on (B)(6) 2016. Rash was located around the transmitter and the adhesive. Patient's mother stated that the whole sensor lot had caused slight skin reactions. Patient's mother reported that the patient did not have any issues prior to that lot. On (B)(6) 2016, the patient's mother visited the doctor and was not given any medication as the doctor recommended that the reaction was due to the heat. No treatment was applied to the affected area. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.